Event description:
Patient stated that his right triathlon knee is "coming apart", primary surgery (B)(6) 2011. States his knee cap is loose and experiences soreness. Primary surgeon stated to him he would "not" do a revision due to his age and heart. Patient sought a second opinion, february 2023, dr. Confirmed that his knee cap is loose. Xrays confirm that the knee cap is in "two pieces". He also had a protruding bulge on the knee at the time of the second opinion. Patient stated that since his second opinion in february he now has 2-3 knee bulges/lumps that are palpable and protruding however cannot confirm they are actual knee cap "pieces".

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving triathlon patella was reported. The event was confirmed by medical review. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: conclusion/assessment: an elderly and medically compromised patient with 11 year old cemented triathlon right tka sustained a displaced and comminuted patella fracture. Event confirmation: the patella fracture was confirmed. Root cause: the root cause of the patella fracture was not defined. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : not available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient stated that his right triathlon knee is "coming apart", primary surgery (B)(6) 2011. States his knee cap is loose and experiences soreness. Primary surgeon stated to him he would "not" do a revision due to his age and heart. Patient sought a second opinion, (B)(6) 2023, dr. Confirmed that his knee cap is loose. Xrays confirm that the knee cap is in "two pieces". He also had a protruding bulge on the knee at the time of the second opinion. Patient stated that since his second opinion in (B)(6) he now has 2-3 knee bulges/lumps that are palpable and protruding however cannot confirm they are actual knee cap "pieces".